Event description:
It was reported that preoperatively, when preparing the suture after a patient incision, the needle detached from the suture. A replacement suture from the same lot was used, but the needle and suture detached again. A product from a different lot number was used to complete the procedure. There was no patient involved.

Manufacturer narrative:
D10 concomitant product: cl-803, cl-803 polysorb* 1 vio 75cm gs24 x36 (lot#a5g1541y); cl-803, cl-803 polysorb* 1 vio 75cm gs24 x36 (lot#a5g1541y); cl-803, cl-803 polysorb* 1 vio 75cm gs24 x36 (lot#a5g1541y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. One opened device, one hundred forty-six sealed representative samples, and photographs were available for evaluation. Visual inspection of the opened sample noted one suture and one needle. A tactile and microscopic inspection of the suture noted dark coloration and suture stiffness near the needle attachment point. Functional testing on the opened complaint device was precluded as the needle was returned detached. Visual inspection of the representative samples noted varying degrees of discoloration (dark color) and suture stiffness near the needle attachment point of the sutures. Functionally, the load force at the point of detachment was measured and the results were found to meet the mean and individual specifications. The samples were also subjected to testing of the needle attachment force at 90 degrees of rotation. Results demonstrated forces typical for 90 degrees attachment forces of this size suture. It was reported that the needle detached from the suture. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.